Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. System check was performed, and no issues were identified. There was no reported impact to customer's blood glucose. The pump was replaced to address the issue.